Event description:
User called into emergency support program line to request and report issue during use with intra aortic balloon(iab) catheter regarding gas loss alarm and catheter restriction. Denied any blood in the helium tubing throughout any of the alarms. And an axillary balloon was inserted. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation initial reporter full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.